Manufacturer narrative:
The customer's reported complaint of the thermogard xp ivtm system (sn (B)(6) displayed mid:14 (bg power supply) error message was confirmed based on the event log review and during functional testing. The possible root cause was a failure of the danfoss module, likely attributed to an aging device. The console was manufactured in 2012 and is 12 years old, well past the expected service life of 5 years. During visual inspection of the thermogard console, no physical damage was observed. The event log review indicated multiple mid:14 (bg power supply) error messages, thus confirming the reported complaint. The thermogard xp ivtm system failed the self-test and functional testing due to the displayed mid: 14, thus confirming the reported complaint. The danfoss module was replaced to remedy the error message. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system with sn (B)(6).

Event description:
During training, the thermogard xp ivtm system sn (B)(6) displayed mid:14 (bg power supply) error message. No patient involvement.